Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Calcar planar reamers sm/l are ineffective due to dullness. Patients have not been affected by product status.